Event description:
It was reported that the patient called to report receiving an occlusion alert on the insulin pump. The patient stated they were using a teflon infusion set and that insulin delivery had been functioning properly for the previous two days following a supply change. The patient was guided through the fill tubing process, which cleared the occlusion and allowed insulin delivery to resume. Blood glucose levels were reported to be within range and not affected, and no further assistance was required at that time. The patient later contacted support again to report another occlusion alert. A supply change was recommended, and the patient was guided through changing the connector and infusion set. The patient elected not to change the cartridge. Insulin delivery was resumed following the procedure. Blood glucose was reported to be 180 mg/dl. No additional assistance was requested. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.